Event description:
It was reported that a proultra endo tip separated outside of a patient's mouth. No injury occurred as a result as no patient was involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #4 separated outside of a patient's mouth. Though there was no report of patient injury (as no patient was involved in this event), ther have been previous reports of this malfunction that nessitated medical/surgical intervention to preclude permmanent impairment of a body structure of function (though sech intervention is inadvisable per expert opinion provided by dr. James gutmann). Therefore, this event is reprotable per 21 crf part 803. The device was retrned, visually inspected, and found to have separated approximately 14.5mm from the tip. Also, the doctor stated that the power on the ultrasonic unit was at maximum, something that possibly caused or contributed to the event.